Event description:
The customer stated that a (B)(6) male patient was tested for tumor markers during a health check on (B)(6) 2012 and an elevated architect ca 125 ii result of 162.0 u/ml was generated. The reference range is 0 - 35 u/ml. The reagent lot used was 12087m500. The customer retested the sample because the elevated result did not fit the clinical picture. The result was 163.7 u/ml using the same reagent lot. The patient sent a sample to a different laboratory for testing. A different reagent lot (08046m500) was used and the results were 27.0 and 28.0 u/ml (within normal range). The customer received a complaint regarding the discrepant results on (B)(6) 2012. The patient sample was retested using reagent lot 12087m500 (163.6 u/ml) and 10722m500 (159.7 and 155.5 u/ml) and 08046m500 (29.4 u/ml). Reagent lots 12087m500 and 10722m500 generated falsely elevated results for this patient. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Historical ticket searches for likely cause lots 10722m500 and 12087m500 did not identify any unusual complaint activities. Accuracy testing using lot 10722m500 and 12087m500 was performed to ensure the product was performing as intended. For each lot three panels of known concentration were tested on one architect instrument and each panel replicate was within the respective acceptance ranges. Based on the results of the investigation, the architect ca 125 ii reagent is performing as intended.